Manufacturer narrative:
The pump was received with intermittent button response due to a flattened dome switch on the esc and act buttons. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip. The lcd keypad connector was locked properly. The pump communicated properly with the glucose sensor. The threshold suspend alert functioned properly during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 40 mg/dl. Customer's mother advised the buttons are very hard to press and when they tried to clear the alarm the device went into threshold mode. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.